Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that a revision surgery was performed.

Manufacturer narrative:
Further investigation determined the revised implant was not a smith & nephew product. Therefore, this report was filed in error. No further actions will be taken.